Manufacturer narrative:
Follow-up # 1 date of submission 09/13/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 08/27/2013 with the following findings: during investigation, the pump powered on with a distorted screen due to moisture found in the pump. A test screen was inserted and was found to function properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the pump was frequently going blank after beeping and vibrating. The reporter stated that the issue was continuing with battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.